Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2012. At first, the device worked normally. After that, the blade would not come out of the sheath during use. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation.